Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative replaced the electrodes, adjusted the tension on the electrodes, and installed the kit. All tests passed during verification. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas c 311 analyzer. The initial result was 131 mmol/l and the repeated result was 141 mmol/l. On (B)(6) 2022, the initial result was 126 mmol/l and the repeated result was 132 mmol/l. The initial results were reported outside of the laboratory to the doctor, who questioned the erroneous results, and the samples were repeated. The repeated results were correct. The electrode lot number and expiration date were not provided.